Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between the (B)(6) 2020 and the(B)(6) 2021 recorded the stable pacing impedance around 500ohms with a slight decrease to 400 ohms at the end of the recording period. At the same time the pacing threshold increased from 0.5v to 1.8v. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing as well as inappropriate shock delivery and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
After an implantation period of approx. 46 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped.